Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 1600 mg/dl and cause was not known. Insulin injections were administered to address bg. Customer was hospitalized for elevated bg and treated with intravenous drip, dialysis treatment, insulin injections and lantus. Elevated bg resolved and customer was discharged on (B)(6) 2018. Healthcare provider reverted customer to using manual injections for insulin therapy. During follow up, customer reported to have met with a diabetic healthcare provider and pump therapy was resumed. The customer declined further troubleshooting from tandem technical support.